Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Medtronic representative reported via email that customer has had at least 3 emergency situations for severe hypoglycemia excursions in the last two years. Customer does not feel that their emergency situations were a result of the device; instead they feel it is because they cannot feel their overnight lows. Customer's insulin pump has scratches on the lcd display which make it hard to read, buttons are worn out and the light button is unresponsive. The device will have no delivery alerts without explanation as well. Customer declined to document the emergency situation and declined a replacement device.